Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: who fired the device? The doctor fired the device. What is the healthcare provider¿s experience with the device? The firing force was higher than usual and the staples were not unformed though the donuts were created properly both oral and analis side and the washer was cut. When was the safety removed? No information. Could you describe the shape of ¿unformed¿ staples? The shape was remained original form after the firing. Was a leak test done during initial procedure? If so, what were the results? No information. Are the x-rays available? After the initial operation, the x-rays inspection were done and unformed staples were confirmed. What is the current patient status? The patient is getting well as of (B)(6).

Event description:
It was reported that during a laparoscopic high anterior resection, the firing force was higher than usual and the firing trigger could not be grasped completely. The operation was completed since the donuts were created properly both oral and analis side, and the washer was cut. However, it was found that the deployed staples were unformed when x-ray was taken after the operation. The open re-operation was performed on (B)(6). A like device was used to re-anastomose the target tissue after the former anastomosed site was cut. The colostomy closure was not required. The unformed staples were observed on the anastomosed site when the surgeon checked the site at the re-operation. The patient is getting well. The patient¿s condition is stable.

Manufacturer narrative:
(B)(4) batch # p58e4x. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.